Event description:
Affiliate reported that the device was revised as a result of calcification deposits in and around the valve, which made it difficult for the patient to move their neck. Report is being filed late as a result of the affiliate reporting the complaint late to the us. They have been made aware of the reporting polices.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.